Event description:
It was reported that during insertion of the iab, difficulty was encountered passing the iab over the guide wire. As a result of this, the iab was removed and replaced. There were no pt complications.